Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. A 3.5x20mm promus element stent delivery system (sds) was removed from the packaging and the surface of the stent was not smooth. The facility reported that "there are some pits on the surface." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer a visual and microscopic examination of the device revealed that the stent had moved on the balloon and was damaged. The stent moved 5mm distal to the proximal markerband. The stent was stretched over the tip and was damaged from the distal end to the middle section. Further examination of the device revealed kinks along the entire length of the hypotube shaft. There was solidified contrast media present within the entire length of the inflation lumen, indicating the device had been prepped for use. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).